Manufacturer narrative:
The device was not returned for evaluation. The device history records were reviewed to confirm that all applicable in-process and final inspections passed. Complaint review of lot # dp-16585 identified no additional reports for similar events. The device was used for treatment. There was no product performance issue reported. No further investigation required. Based on the investigation, a CAPA is not required as there was no issue reported for the device performance or quality. The event will be re-evaluated if additional information becomes available. Oscor will continue to monitor this event type and risk. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds, high/undefined pacing impedance and short v-v intervals. During the lead extraction procedure, the physician experienced problems placing the guidewire into the vessel due to strong intergrowth of the rv lead, in addition to the stenosis of the vessel. After contrast was used, dissection of the vessel was observed. The lead and guidewire were removed, and the physician chose to place a new ICD system on the patient's right side. No interventions were needed as a result of the dissection. No further patient complications have been reported as a result of this event. The customer discarded the product. Submission for administrative purposes user facility submission number: 2182208-2023-00530.